Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a redesign of the power switch to make it more durable, therefore the power switch failed due to the amount of operating force applied to the power switch and the number of times used.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A previous version main switch was found stuck in the on position and replacement of the switch was required to resolve the problem.

Event description:
A user facility reported to olympus that the power switch was broken and stuck in the on position. The unit could not be shut off. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The reported problem was first identified following a diagnostic procedure. No other devices were involved in the event and there was no delay in procedure due to the problem. The procedure was completed using the same device. The user facility confirmed there was no patient injury that occurred associated with the event.